Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. Blood glucose was over 600mg/dl at the time of visit to the emergency room. Customer was vomiting and nauseous. Customer was released when blood glucose level went down. Customer stated there was an absence of no delivery alarm on the device but was resolved after the tubing was changed. Customer declined to do a high pressure test as the device was working fine. No further information was reported.